Event description:
This is the same event and the same pt reported under MDR ID #2939859-2001-00099 and MDR ID # 2939859-2001-00100. This third MDR is being submitted for the third suspect product, also a device mfg by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. Per physician, pt was treated with bovine collagen in the "lips and nasolabials" and 5-8 days later the pt experienced swelling, redness and some induration at the injection sites. The pt also had some redness and induration in the cheek area. The pt was apparently treated with botox and a laser at the same time as the collagen injection. The physician treated the pt's symptoms with unspecified intravenous antihistamines and cortisone, as well as "warmth and short-wave therapy". A course of "prophylactic acyclovir" was also prescribed. None of the treatment has been effective.